Manufacturer narrative:
Insulin pump alarmed noted due to faulty connector on mother board. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed the wrong or incorrect pump model number in the flash. Customer's mother was able to clear the alarm then an update software alarm occurred. Customer's mother reset the device and the first alarm reoccurred. Customer's blood glucose was 232 mg/dl. Customer was advised to check the six serial number status screen. Customer stated she was unable because of the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.